Event description:
Error 18 power connection. After replacing the power board, then the device is working properly. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record could not be reviewed, as no serial number were provided for the device. Device log was not provided therefore no review could be performed. The subject device (model agilia sp) was not returned to our laboratory for analysis, nor was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information, the root cause of the reported issue could be linked to a defective power supply board. However, since the device was not returned, it remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.